Manufacturer narrative:
Information received on 2026-02-03, that there were no failures regarding the rotary encoder. A getinge technician was sent for investigation. The sensor panel was replaced due to the flow zero calibration failure. The hls cable was replaced due to the pressure failure. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in france during priming. Three failures were initially reported. It was reported that the flow/bubble sensor cannot be zeroed with error message displayed, the hls cable is faulty, and the rotary encoder cannot be calibrated. No harm to any person has been reported. The cardiohelp was exchanged during priming, with no delay in treatment. Additional information received on 2026-02-03 clarified that zero calibration of the flow/bubble sensor was not possible because the cardiohelp indicated residual flow and an active pump, although no actual flow was present. It was also confirmed that there was no contamination on the hls cable. Furthermore, a picture was provided where pressure issue could be identified, showing that the venous pressure (pven) was negative. No failures related to the rotary encoder were identified. The flow/bubble sensor calibration failure is not reportable as the calibration must be performed prior to treatment initiation. The pressure failure is reportable as a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. A getinge technician was sent for investigation. The sensor panel was replaced due to the flow zero calibration failure. The hls cable was replaced due to the pressure failure. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stops, no pressure failure, and no flow/bubble sensor failures could be confirmed on the date of event. Regarding the "flow zero calibration not possible" failure: according to the technician, the flow calibration failure was due to the sensor panel. A similar failure was investigated by getinge life-cycle-engineering on 2025-01-30 with following conclusion: the failure could be confirmed. The root cause of the zero flow is a conspicuous oscillation of the zero flow which was observed more frequently since the fpga was replaced on the digiflow-mini in 2019. The supplier (B)(4) implemented a 100% test in may 2022. As the cardiohelp device is from february 2018, the 100% was not implemented and the installed digiflow-mini was not tested. Regarding the "negative venous pressure" failure: the technician confirmed that there was no oxidation on the hls cable. A similar failure was investigated by getinge life cycle engineering (lce) on 2022-11-02. The nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which is originated from external force. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Regarding the "flow zero calibration not possible" failure and "negative pven values - hls cable": the review of the non-conformities has been performed on 2026-01-08 for the period of 2018-02-13 to 2025-12-11 . It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-02-13. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "flow zero calibration not possible" and "negative pven values - hls cable" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Note: this event occurred on the france market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.a getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The failure occurred in france, during priming procedure. Three failures were reported. The first failure reported was that there was a pressure reading issue due to the hls cable. Subsequently, during device investigation, it was found that the sensor panel was the cause of the pressure failure. The second reported failure was that the flow/bubble sensor could not be zero and had the error message ¿calibration only when pump is stopped¿. The third failure reported was that the rotary encoder could not be calibrated. The pressure failure due to the sensor panel is reportable. The flow/bubble sensor failure and rotary encoder failure are not reportable as the flow/bubble sensor and rotary encoder calibrations must be performed prior to use. As a pressure failure was reported, which was related to the sensor panel, a report is needed. Complaint ID # (b)(4.